Manufacturer narrative:
(B)(4). Investigation summary ==> no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2022 the patient had an open reduction of dislocated left constrained total hip to address recurrent dislocation. The indications for surgery included chronic infection. During the procedure the surgeon observed that the patient¿s gluteus musculature was totally deficient, with no posterior capsular tissue whatsoever. The liner was still well fixed within the cup, but the rim was failing due to impingement. The surgeon chose to debride the hip, but not get to aggressive since the patient is going to have this hip explanted in about three weeks due to the ongoing infection. There were no revised components in this procedure.